Manufacturer narrative:
Physio-control evaluated the customers device and verified the reported issue. Physio isolated the issue to the system pcb assembly and sent it for further review. The device was scraped and the customer was provided a replacement. Physio-control further evaluated the removed system pcb assembly and determined the single board computer was the cause of the reported issue.

Event description:
The customer contacted physio-control to report that their device was not completing boot. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient use reported with the event.